Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that during a distal triceps repair surgery, a healicoil knotless pk was opened and loaded with 2x tape and 2x suture. Bone was prepped using 4.0mm drill and healicoil dilator. When the surgeon was rotating the orange knob - the threads of the anchor broke. The broken pieces were retrieved from patient by gillies forceps and a multifix s backup was opened and used with no further issue. No significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during surgery, healicoil knotless pk was opened and loaded with 2x tape and 2x suture. Bone was prepped using 4.0mm drill and healicoil dilator. When the surgeon was rotating the orange knob - the threads of the anchor broke. A multifix s backup was opened and used with no further issue. No significant delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.